Event description:
It was reported that post-op of a laparoscopic gastric bypass procedure, the patient presented tachycardic and with abdominal pain. The patient was brought back to the or the next morning for post-op bleeding. They did not identify specifically were the bleeding was coming from. They suspect it was coming from the staple line of the gastro jejunostomy. Per the surgeon, upon examination, the pouch was full of clots. It was clotted all the way down to the jj. The patient was taken back to surgery and they evacuated the clogs and re-did the jj. The patient is currently okay. No return device.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.